Manufacturer narrative:
Results - according to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. Dfu 37-0864 page 58, paragraph 5 states that "warning: if you do not recharge a depleted ipg within 2-18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was unable to initiate therapy using the ipg. The patient does not utilize stimulation on a regular basis and admittedly has not recharged the ipg in several months. Surgical intervention was undertaken to explant and replace the device. Effective stimulation was recaptured for the patient following the procedure.